Manufacturer narrative:
Manufacturer narrative no issues with the production of this lot of needle electrodes. The device was found to have met specifications prior to shipment. No manufacturing anomalies were identified that may have caused or contributed to the reported malfunction. This is the first malfunction reported for this lot number to date. The result of the investigation is inconclusive as the device was not returned for evaluation. It has been reported that the device separated at the hub. Based upon the available information a definitive root cause cannot be determined. Date of event (mm/dd/yyyy) - the exact date of event is not known, event occured in (B)(6) 2017. Unique identifier (UDI) # - primary identifier is (B)(4).

Manufacturer narrative:
The applicable work order was reviewed. No non conformances noted, all tests have passed our inspection criteria. Hub to cover retention tests were reviewed, all results are well above the minimum specified value - no unusual results for this test. Customer has been contacted to provide the rest of the required information below . Sections that are awaiting customer feedback. Date of event - awaiting response from customer. Device availability - awaiting response from customer. Actual device has not been returned yet.

Event description:
Doctor is having some needles come apart at the hub.